Event description:
Report rec'd of no audible alarm. The customer contact reported that during preventative maintenance testing, the pump did not audibly alarm on the low setting. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.